Event description:
It was reported there was lead migration and the issue was not resolved. The electrode migrated to the left and no action was planned. The patient status at the time of report was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the site confirmed that the patient had symptoms.

Manufacturer narrative:
(B)(4).

Event description:
Additional information confirmed the patient did not have symptoms. The event was noted to be inefficient stimulation.